Event description:
Report received from USA stating that the bearings of the device are bad. The device was not used in surgery. It is unknown if injury or medical intervention occurred. There is no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of "bearings are bad" could not be confirmed. The device passed all tests and no problems were observed. If additional information becomes available a supplemental report will be submitted.